Manufacturer narrative:
The device was returned to olympus for inspection. Additional reportable malfunctions were found during the investigation which noted: the adhesive on bending section cover (a-rubber) was detached. Based on historical data, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited that the adhesive on bending section cover (a-rubber) was detached. There was no patient involvement.